Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 700 mg/dl and a large ketone level identified as dangerous. The customer went to the emergency room and was subsequently hospitalized in the intensive care unit. Bg was treated with intravenous insulin. Reportedly, the customer was released on an unspecified date with the issue resolved and no permanent damage. The customer alleged the pump "failed;" however, this could not be confirmed as customer did not have the pump available for tandem technical support to troubleshoot.